Event description:
During the atrial fibrillation procedure, an air leak and a blood leak were noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The sheath was inserted into the patient and the non-abbott rf needle (baylis) was inserted into the sheath to puncture the septum. Mapping was performed using the advisor hd grid catheter and the inquiry optima catheter. It was noted that blood leaked continuously from the hemostasis valve and when negative pressure was applied from the side port, air was continuously aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. There was no air intrusion into the patient. No additional venipuncture or septal puncture was performed to replace the replacement sheath.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.